Manufacturer narrative:
Per tandem¿s t:slim user guide: "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Customer stated the time and date may have been incorrectly entered, but customer could not confirm. Tandem technical support assisted customer in correcting the pump time and date, and customer resumed insulin therapy. Customer's blood glucose was 235 mg/dl.